Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for <10 colony forming units (cfus) of pseudomonas aeruginosa. The device was retested on april 14, 2025, and it tested positive for >100 cfus of pseudomonas sp. The device was tested again on april 24, 2025, and tested positive for 10-100 cfus of pseudomonas sp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.